Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization of a lienal artery aneurysm, friction was experienced as the coil (subject device) was advanced inside the microcatheter. The coil eventually became jammed at about 4cm form the proximal part of the microcatheter. While continuing to advance the coil further, the delivery wire was bent and the coil was detached at the detachment zone inside the microcatheter. The coil and microcatheter were removed from the patient¿s body as one unit. No impact to the patient was reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on information from the complaint, the coil was re-positioned several times. Flush was intermittent. As per the target coil dfu: " in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter. The 2-tip microcatheter and guiding catheters. The 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil." Based on the information available an assignable cause of use error was assigned to this investigation.

Event description:
It was reported that during coil embolization of a lienal artery aneurysm, friction was experienced as the coil (subject device) was advanced inside the microcatheter. The coil eventually became jammed at about 4cm form the proximal part of the microcatheter. While continuing to advance the coil further, the delivery wire was bent and the coil was detached at the detachment zone inside the microcatheter. The coil and microcatheter were removed from the patient¿s body as one unit. No impact to the patient was reported.